Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm. It was reported that the stent graft was no longer maintaining seal resulting in a type ib endoleak. The device was extended to the superior mesenteric artery and the event resolved. The physician stated that the cause of the event was disease progression moving distally. No additional clinical sequelae were reported and the patient is fine.